Event description:
A family member reported that the patient was hospitalized for diabetic keto-acidosis and a blood glucose of 30 mmol/l. The patient's bg reportedly decreased to 16 mmol/l. The patient reportedly resumed the pump and the patient's bg increased to 31 mmol/l. The family member reported that the patient saw the diabetes educator and was advised how to avoid bg excursions and was discharged due to the patient's bg resolving. The family member reported that the hospital did not know the cause of the elevated bg. The family member was unable to review the sequence of events or pump as she was unfamiliar with pump therapy. The patient has continued on insulin pump therapy and there have been no further reported issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no insulin delivery issues found on investigation. Unrelated to the complaint, inspection revealed that the bolus button cover is missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.